Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during rapid infusion, two sets of tubing leaked at they site where the spike lines meet. The issue was noticed during patient use. There was a patient involvement and unknown patient harm/adverse event reported.